Event description:
A nurse at (B)(6) hosp reported they were unable to deflate an fms balloon. The device was removed but the details of the removal are unknown. It is unknown how long product was in place before the balloon could not be deflated. The balloon was tested successfully before insertion into the patient. The reporter states there were no untoward effects to the patient. The balloon was filled with 43 ml of water and was in use one day before the event occurred.

Manufacturer narrative:
Based on the available information, our medical determination is that this malfunction is likely to cause or contribute to a serious injury to a patient: because a forceful removal of a fms device with a fully inflated balloon may cause an injury to the soft tissues of the rectal mucosa. In follow up information received, the reporter states the balloon was pushed out due to poor rectal tone. The patient pushed out the balloon fully intact. When the clinician attempted to remove the water to reinsert the balloon, she was unable to remove the water from the inflation port. She tried reattaching the syringe to the white inflation port but still could not remove the water. The clinician ended up inserting a new flexi-seal which was also pushed out by the patient. No additional event/patient details have been provided to date. Should additional information be received, a follow-up report will be submitted. A returned sample is expected for evaluation. (B)(4).